Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
During a total hip arthroplasty procedure, the acetabular liner would not seat in the cup. There was a 1 to 2 hour delay in procedure. No further information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: unk cup, lot# unk, item# unk. The reported event could not be confirmed as the returned liner showed no failure. The liner was returned and visually was in good condition. Measured specifications were conforming. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.